Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was recorded as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. To resolve the issue, the customer acknowledged the alarms and resumed insulin delivery without further actions. Technical support planned to perform a pump system check as a resolution.